Event description:
It was reported by the affiliate that during a hepatolobectomy, the dr was using the uc when suddenly the max side of the footswitch could not make the uc blade work, but the min side could. The dr changed another side at once. There was no pt consequence.